Manufacturer narrative:
Investigation: investigation summary: sample evaluation: one used sample was received by bd canaan from a reported batch #3234312 (p/n 305916). Due to being used, it was visually evaluated through the bag and the plastic container. The needle hub appeared to have damage on one side. The damage matched that seen in the accompanying photos. DHR/qn review for batch 3234312 did not reveal any non-conformances related to the complaint defect during manufacture of this batch. Batch was manufactured 9/17/2013 ¿ 9/18/2013. It was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. Root cause description: based on the investigation results to date, the root cause could not be found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred from the hub of a 25 g x 1 in. Bd safetyglide¿ needle during use. No injury or medical intervention.